Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample for lot 336202 (lot 335511) showed that the product was pfp and met all release criteria.

Event description:
Reference complaint (B)(4), case from clinical study (B)(6). The physician reported that during posterior approach vitrectomy, retinal lesion laser photocoagulation, intravitreal gas injection, retinal repositioning surgery, vitreous gas liquid exchange surgery, retinal hole freezing surgery for right eye, the patient experienced mild high intraocular pressure (iop) and underwent an additional medical treatment. The event high iop was ongoing.